Manufacturer narrative:
Resmed has requested the device be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed (B)(4) that the leak valve used with an astral ventilator broke when the tubing was being moved. The device was used on a tracheostomy patient in the hospital at the time of the incident. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
Resmed leak valves from three (3) other lots were returned to resmed for an extensive engineering investigation. Performance testing confirmed the report that the leak valves broke. The investigation determined that the leak valves were faulty most likely due to an incomplete welding process of the leak valve. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference pr #: (B)(4).